Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a conclusive cause for the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr). During preparation of the clip delivery system (cds), one of the gripper arms would not fully lower. A replacement cds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.